Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected back light anomalies noted. No unexpected missing segment or partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the backlight was dimmer screen was hard to see in bright sunlight, insulin pump had rainbow effect, rewind was longer and louder, pump had rejected new batteries, unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.